Event description:
The pump was returned for investigation. During testing the load step and the 24 hour test was unable to be completed due to a ¿no cartridge detected¿ alarm. During a review of the pump history, multiple ¿occlusion¿ alarms were noted followed by multiple ¿loss of prime¿ warnings. The force sensor was found to be out of calibration. The pump was opened and a green and blue contamination was found on the force sensor assembly. The display screen was also found to be faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/27/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during testing the load step was unable to be completed or the 24 hour test due to a ¿no cartridge detected¿ alarm. During a review of the pump history, multiple ¿occlusion¿ alarms were noted followed by multiple ¿loss of prime¿ warnings. The force sensor was found to be out of calibration. The pump was opened and a green and blue contamination was found on the force sensor assembly. The display screen was also found to be faded and discolored. A new test screen was inserted and the display illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.